Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer changed the site but still had a no delivery alarm. Customer's blood glucose level was 491 mg/dl. Customer treated with a manual injection of insulin. Troubleshooting was performed and customer stated that the cannula was straight not bent. Customer did not find any leaks or air bubbles in the tubing or reservoir. Customer declined to check their settings. Customer just changed their set and did not want to do a high pressure test. Pump was working as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.